Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a triple lumen polyurethane central venous catheter broke. No further information was provided. Additional information was requested to determine the circumstances and conditions at the time of the event. There are no reported adverse patient consequences related to this event as of the date of this report. The device is being returned by the customer for evaluation.

Manufacturer narrative:
Corrected narrative: the user facility has informed cook inc. On aug 17, 2017 that the device reported was not a cook product. The device was identified to be an arrow international multi-lumen catheter. The facility advised they would be contacting arrow international regarding the device issue.